Manufacturer narrative:
Isi has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the complaint history does not show any additional complaints related to the product. The complete product information was not submitted with the report. As a result, system and information log reviews could not be performed due to missing product details. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the da vinci 8 mm harmonic ace instrument is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. It was alleged that during a da vinci-assisted gastrectomy procedure, the teflon pad of the harmonic ace instrument teflon pad was damaged. The broken fragment fell inside the patient but was retrieved during the same surgical procedure. The customer reported information suggests that the instrument may have collided with another instrument; however, information is ambiguous at this time. Although the fragment was retrieved without patient harm, adverse outcome or injury, a fragment falling inside the patient could potentially result in an additional surgical procedure.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the harmonic ace instrument teflon pad peeled off and fell inside the patient. According to the site, the fragments were retrieved during the same surgical procedure. The surgeon stated that the instrument "battled" with another forceps instrument just before the event took place and this may have caused or contributed to the issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The fallen fragment was retrieved using a laparoscopic instrument.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d4, d9, g3, g6, h2, h3, h6, and h10. Product evaluation information can be found in the following fields: h6 and h10. D11 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have teflon pad damage. The teflon pad was found completely dislodged, and a piece measuring approximately 0.112" x 0.428" in size was not returned. The root cause of the failure is typically attributed to mishandling and misuse. This investigation finding affirms the initial reported information from the customer suggesting that the instrument may have collided with another instrument. A review of the instrument log using the instrument information of the returned harmonic ace instrument with lot# m90200211/ sequence 0111 was performed. Per logs, the instrument was used on the reported event date of 26-feb-2021 on system sl0723. The instrument is single-use, therefore no subsequent use was recorded.

Event description:
Refer to h10/h11 for follow-up information.